Event description:
A foreign facility reported to our international affiliate that the patient was receiving drugs against hypertonia and remained in the ICU for adjustment of blood pressure. The arterial blood pressure was measured using a noninvasive method in 2008. The value was about 40 mmhg lower than the value with the transducer. The transducer was changed and the new one confirmed the measurement with the noninvasive method. There have been several similar incidents, e.g. Treatment with catecolamine, but there were no changes here. There was no patient injury associated with this event.

Manufacturer narrative:
The subassembly in question is a960 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx960). The finished product is further assembled, packaged and sterilized by smiths medical international. The sample has been received; however, smiths has not yet completed its investigation. A follow up report will be submitted when the investigation is complete.